Event description:
It was reported when using the bd instrument top bactec fx packaged, the device experienced false positive. The following information was provided by the initial reporter. The customer stated: we received reports that false positives in anaerobic bottles are increasing in the same lot.

Manufacturer narrative:
The following fields have been updated due to corrections. The report was deemed not reportable. Waiting on the region to log it against the reagent. This pr will be cancelled.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd instrument top bactec fx packaged, the device experienced false positive. The following information was provided by the initial reporter. The customer stated: we received reports that false positives in anaerobic bottles are increasing in the same lot.